Manufacturer narrative:
Product analysis the full lead was returned and analyzed. Analysis indicated that the helix of the lead was extrinsically bent. The distal electrode of the lead with the monolithic controlled release device that contains the steroid was torn. Visual analysis of the lead indicated damage at implant. The analyst noted that the helix was bent. When a bent helix was extend, the monolithic controlled release device was cut /torn by the tip of helix by its turns. Foreign material observed on the helix indicated in the returned paperwork are the material came off from the monolithic controlled release device. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a right ventricular (rv) lead was attempted but not used during implant. It was noted that there was foreign material on the lead helix. The lead was explanted and replaced. No patient complications have been reported as a result of this event.